Event description:
Unomedical reference number (B)(4). Event occurred in brazil. It was reported that the infusion set's tubing came apart at tubing connector while the patient was sleeping. The pump was located in the pants pocket. The infusion set was used for less than three days. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Manufacturer narrative:
Patient city: (B)(4).